Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a possible lead fracture or connector issue causing the impedance values to increase. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a possible lead fracture or connector issue causing the impedance values to increase. It was later determined that the lead was fractured and the patient decided to leave the lead in. The lead remains in use. No patient complications have been reported as a result of this event.